Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump with failure code 38 on channel 1, which interrupted a patient infusion in the facility's delivery room. This event occurred immediately after the infusion was started. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.